Event description:
During the supraventricular tachycardia radiofrequency procedure, there was a delay. The catheter could not be inserted into the patient's coronary sinus. After removal, it was noted that the tip of the catheter would not bend. The catheter was replaced and that issue was resolved. In addition, the sheath was bent clockwise to align with the axis of rotation. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath was received for evaluation. When actuated in both directions, resistance was noted and the sheath was no longer able to deflect. The handle was opened and one of the threaded inserts was noted to be out of position and fractured, consistent with the deflection issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced threaded insert remains unknown.

Event description:
During the supraventricular tachycardia radiofrequency procedure, there was a delay. The catheter could not be inserted into the patient's cs. After removal, it was noted that the tip of the catheter would not bend and an s curve was also observed. The catheter was replaced and that issue was resolved. In addition, the sheath would not deflect when bending in the forward direction but deflected in the reverse. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.